Event description:
It was reported that the balloon was torn. The target lesion was located in the mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advacned for dilatation. However, during the procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 2mm long starting 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was torn. The target lesion was located in the mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that on the second inflation at over 20 atmospheres for 3-5 seconds, the balloon ruptured.